Manufacturer narrative:
B2: outcomes attributed to adverse event- correction- removed 'hospitalization'. B5: describe event or problem - additional. H2: correction/ additional information. H6: health effect impact code - correction - removed 'hospitalization or prolonged hospitalization".

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6)2024, it was reported that the pediatric patient experienced inaccurate cgm values. The day of the event the patient received a low alert from the cgm device. The patient took a fingerstick and the cgm was reading 50 mg/dl, and the blood glucose reading was 400 mg/dl. The patient experienced a stabbing pain in his stomach area, felt weak, and was vomiting. The parent immediately took the patient to the hospital, where the sensor was removed upon arrival. Bloodwork at the facility indicated high glucose readings (no exact value available), and it was stated that the patient went into diabetic ketoacidosis. The patient was treated with intravenous insulin, fluids and was given zofran because of vomiting. The next day, around 9 am, the patient was discharged (less than 24 hours). A fingerstick was taken at that moment, which still showed a high glucose value (no exact value available), but the parent mentioned that she is very familiar with managing the high glucose levels, and that the hospital agreed to discharge the patient. The parent treated the patient further with insulin at home, and at the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2024, it was reported that the pediatric patient experienced inaccurate cgm values. The day of the event the patient received a low alert from the cgm device. The patient took a fingerstick and the cgm was reading 50 mg/dl, and the blood glucose reading was 400 mg/dl. The patient experienced a stabbing pain in his stomach area, felt weak, and was vomiting. The parent immediately took the patient to the hospital, where the sensor was removed upon arrival. Bloodwork at the facility indicated high glucose readings (no exact value available), and it was stated that the patient went into diabetic ketoacidosis. The patient was treated with intravenous insulin, fluids and was given zofran because of vomiting. The next day, around 9 am, the patient was discharged. A fingerstick was taken at that moment, which still showed a high glucose value (no exact value available), but the parent mentioned that she is very familiar with managing the high glucose levels, and that the hospital agreed to discharge the patient. The parent treated the patient further with insulin at home, and at the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.